Event description:
On may 25, 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor from the user's arm after making two incisions to locate the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported an event where the previous sensor could not be removed. User's hcp believed that the sensor was inserted too deep and scar tissue grew around the sensor. Additionally, the user twice reported pain and bruising at the insertion site. Two separate pm1 cases ((B)(4)) were opened to address the reported pain. Per case notes, a second extraction attempt was made on (B)(6) 2023, and the extraction was successful. No further resolution was required for this complaint.